Manufacturer narrative:
The complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one other similar complaint for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Defective distal end. The device broke after few second of use. No consequences to the patient - another like device was used. Additional information was received from our affiliate via email on 7-11-2014, and summarized by a mitek complaint analyst as follows; the electrode tip broke off into the patient and the device stopped working. All of the pieces were removed from the patient, and the procedure was not extended more than 30 minutes.

Manufacturer narrative:
The complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one other similar complaint for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Defective distal end. The device broke after few second of use. No consequences to the patient - another like device was used. Additional information was received from our affiliate via (B)(4) on 7(B)(4) 2014, and summarized by a mitek complaint analyst as follows; the electrode tip broke off into the patient and the device stopped working. All of the pieces were removed from the patient, and the procedure was not extended more than 30 minutes.